Manufacturer narrative:
The jf-260 mentioned in the article is an invalid model and jf-260v model is not distributed in the us. As part of our investigation, the service center followed up with the user facility via telephone and in writing to obtain additional information regarding the reported event and to confirm the scope model but with no result. This report is being filed in the abundance of caution to account for the 104 patients diagnosed with pep. In addition, the article did not provide specific serial number for the referenced scope; therefore, it is unknown if the scope was returned to the service center for evaluation/service and a review of the instrument¿s history could not be performed.

Event description:
The service center received an article titled ¿impact of body mass index on the incidence and severity of post-endoscopic retrograde cholangiopancreatography pancreatitis.¿ the article states that a retrospective cohort study was conducted to elucidate the relationship between body mass index (bmi) and post-endoscopic retrograde cholangiopancreatography pancreatitis (pep) in all patients who underwent endoscopic retrograde cholangiopancreatography (ercp) in a tertiary referral center between january 2009 and october 2016. The patient characteristics and procedure details were collected and reviewed. Pep was defined by consensus criteria. Multivariate logistic regression was used to determine the association between bmi and pep. The analysis included 2236 patients whose bmi was recorded and had adequate follow up (921 with bmi = 30 kg/m2, 1315 with bmi<30 kg/m2). Of that, 107 (4.8%) patients were diagnosed with pep, which includes three patients that expired within 30 days: 1 in the morbidly obese group, 1 in the obese group, and 1 in the normal bmi group. According to the author, the ercp procedures were performed by four experienced endoscopists using olympus duodenoscopes. The medical history, home medications, blood work, pre- and post-procedure imaging studies and follow-up documentation were also reviewed for all the patients involved in the study. The article states that the patient¿s procedure details included and are as follows: sphincterotomy, biopsy, stent placement/ removal, cannulation of the common bile duct, cannulation of the main pancreatic duct, cholangiogram, and pancreatogram were noted. Type and size of any endobiliary stent were noted, along with information on other interventions performed during the ercp. In addition, electronic health records were reviewed with information that was obtained from subsequent admissions, emergency room or follow-up clinic visits, nurse's post-procedure phone calls and notifications of admission to another hospital or emergency room were reviewed. As a result, the patient(s) complications were noted and included post-ercp pancreatitis, end-organ damage, pancreatic necrosis, and death. Those diagnosed with pep were defined by symptoms of new-onset or worsening abdominal pain causing an unplanned admission following an outpatient ercp, or prolongation of a hospital stay following an ercp. This diagnosis was associated with an increase in serum lipase or amylase levels to at least 3-fold greater than normal approximately 24 hours after the procedure. In conclusion, the article states that neither obesity nor low body weight increased the incidence or severity of pep. The article does not state if the subject devices contributed to the patient outcomes. This is report 3 of 4.